Manufacturer narrative:
Investigation summary: the event unit was returned for investigation. Upon visual inspection, engineering observed that the handle had separated at the static jaw. Upon further evaluation, it was found that an internal pin in the static handle had snapped, causing the handle to separate enough for the blade link to become disengaged from the device trigger that controls blade movement. This occurrence can cause the blade to extend into the blade channel of the device and be exposed when the jaws are open. The root cause of handle separation observed during the event was as snapped pin in the static handle. Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate this type of event. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA. This document represents our initial and final report.

Event description:
Total thyroidectomy- "during the surgery, while using the device, the green part broke up. I was present and no extra force was made. The doctor continued the surgery with bipolar forceps." Patient status - no patient injury.